Manufacturer narrative:
October 19, 2009. This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The device involved in this MDR report was implanted 2009 with an epicardial lead. One month later, loss of output and/or capture and high lead impedance were observed. Therefore the lead was capped and the pacemaker was removed.